Event description:
It was reported that during an unk procedure, the white plastic piece broke off of the device. A second device was pulled and the jaws would not close and was very hot. Another device was used to complete the case with no pt consequence. Both devices to be returned.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.